Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat adult degenerative deformity, sagittal and coronal deformities, and pedical subtraction osteotomy at l3. It was reported that the set screw of the axial connector loosened and the rod slipped out. The contralateral rod fractured at l3. The patient had onset of pain and instability. The hardware was removed and replaced with new pedicle screws, rods and connectors. The patient was transferred to the ICU. No additional patient information is available.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.